Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider reported the cause of the inability to fill the pump was possibly due to a fall with direct trauma to the pump. The pump was filled with only 33 cc and reprogrammed the pump to document the reduced volume of refill. The issue was not resolved and the plan was to reassess at the next refill on (B)(6) 2019 at 12:15. It was noted the alarm date was (B)(6) 2019. The patient's weight was (B)(6).

Event description:
Additional information received from saol therapeutics reported the patient fell at home and was unable to get up. It was noted the patient fell onto the pump area and had severe pain. The exact date was not known. At refill on (B)(6) 2019, the pump was refilled and the only complication was inability to fill pump. It was noted there could get 20cc in but the last 3cc was slow and needed to be forced in.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient that was receiving lioresal (500 mcg/ml at 115.03 mcg/day) via an implanted pump. The indication for use was intractable spasticity. It was reported the healthcare provider (hcp) was doing a refill today and there was not a volume discrepancy. That hcp was able to fill without resistance until they got to 30ml of drug. The hcp aspirated some of the drug and was able to get another 3ml of drug into the pump reservoir but stopped at 33ml. It was noted the patient periodically falls because they are a paraplegic and are unsure if they had fallen onto the pump. It was discussed to empty the pump completely and attempt the refill again, discussed opm and releases of this if activated. Discussed imaging of the pump reservoir. Discussed any possible pressure exposure. It was noted there was no such exposure.